Event description:
On (B)(6) 2014, the patient had a t2 recon nail implanted. The surgeon confirmed by x-ray that the locking screw was broken. Surgeon is planning to revise the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
The shorter locking screw was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The screw was documented as faultless prior to distribution. Technical investigation: the screw was not available for investigation; the provided x-rays show that the screw broke approx. In half within the static distally nail hole. Patient¿s height and weight indicate that the patient is obese. Furthermore the patient loaded the implants with her full weight. Clinical evaluation: the x-rays were evaluated by a medical expert: ¿the submitted x-rays show im nailing of an oblique femoral shaft fracture with a statically locked recon nail. As far as visible due to the poor quality of the submitted x-rays the surgery has been performed correctly with good fragment reduction and correct placement of the hardware. After approx. 3 months the most proximal one of the two distal locking screws is slightly bent and/or (partly) broken, which is called as ¿auto-dynamization¿. This slight bone sintering resulting in slight bending of the statically locked screw is very positive and supports the bone consolidation. Otherwise, furthermore correct fragment reduction and correct positioning of the hardware. The x-rays after approx. 3 months show significant callus formation indicating an uneventful bone consolidation process. The patient should be careful and avoid full weight bearing for another 2 ¿ 3 months; otherwise no further measures are required. In particular, the bent screw should be left in place and no revision surgery is indicated.¿ obesity and full-weight bearing are listed as adverse effects in the IFU and can lead into implant breakages. Because no manufacturing issues were detected the case is attributed to patient conditions. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
On (B)(6) 2014, the patient had a t2 recon nail implanted. The surgeon confirmed by x-ray that the locking screw was broken. Surgeon is planning to revise the patient.